Event description:
It was reported that bubbles were noticed in the cassette and the patient experienced a high blood glucose level of 400 mg/dl. Per reporter, the high blood glucose was resolved by taking a manual injection and replacing both the cassette (not an ICU med product) and the cleo 90 infusion set. No symptoms were reported. Evaluation of the returned cleo unit identified an obstruction due to a solvent membrane in the tubing right before the buckle component.

Manufacturer narrative:
One unit was received for evaluation. Visual inspection showed the cannula was bent from its original position. The applicator was returned in an activated state, no other physical damage or other anomalies observed. Functional testing was performed and no free flow was observed. Upon closer inspection under magnification, a solvent membrane was observed in the tubing right before the buckle component. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing.